Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. During the evaluation, the insulating tip was found broken and damaged. In addition, the plastic release button on the locking ring was missing. Based on inspection findings and incident information, the reported failure was most likely caused by improper handling during reprocessing of the device. A review of the device history record could not be performed because the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. This information is addressed in the instructions for use (IFU): ¿study this manual and other labeling thoroughly for safe handling, storage and usage, including instructions for all generators and accessories. Do not drop instruments, or allow them to be struck by other objects;" " do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use.¿ olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported that during reprocessing of the device, the ceramic tip at the end of the sheath was broken on a hysteroscope. There was no patient injury or adverse event reported to olympus.